Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged, including the allegation of device migration. If additional information is obtained, a supplemental MDR will be submitted. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2003 the patient underwent an incisional hernia. As reported, the patient's hernia was repaired with a bard/davol medium oval kugel patch, product code (B)(6) (note: product code provided by attorney, 00110105 is not valid). It is alleged that on (B)(6) 2017, the patient presented to the doctor with complaints of severe pain. As reported, he was found to have mesh failure including migration and the patients doctors determined that, because of his existing health conditions, it would be too dangerous and risky to operate and remove the failed and potentially dangerous mesh. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged, including the allegation of device migration. If additional information is obtained, a supplemental MDR will be submitted. Addendum #1: based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about several years post implant of kugel patch, patient was diagnosed with abdominal pain and considering the patient medical condition no additional surgical intervention was performed. Addendum #2: this supplemental emdr is submitted to document the DHR review results. Review of manufacturing records confirms product was manufactured to specification. Updated fields: b4, d4, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2003 the patient underwent an incisional hernia. As reported, the patient's hernia was repaired with a bard/davol medium oval kugel patch, product code (B)(4) (note: product code provided by attorney, 00110105 is not valid). It is alleged that on (B)(6) 2017, the patient presented to the doctor with complaints of severe pain. As reported, he was found to have mesh failure including migration and the patients doctors determined that, because of his existing health conditions, it would be too dangerous and risky to operate and remove the failed and potentially dangerous mesh. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with incisional hernia at right trocar site thereby underwent open repair with implant of kugel patch. Per operative notes, ¿the herniated preperitoneal fat was identified. The excess fat was removed. A pocket is then generated beneath the external oblique aponeurosis, a medium oval kugel patch is placed within the pocket and sutured.¿ (B)(6) 2015 - patient was diagnosed with morbid obesity thereby underwent gastrectomy sleeve laparoscopic surgery. (B)(6) 2017 to (B)(6) 2018 - patient frequently visited hospital for cholelithiasis, abdominal pain due to a previous ventral hernia repair and prostate skin cancer. Patient was diagnosed as medically fragile due to multiple medical conditions as such the hernia mesh removal surgery would be prohibitive and highly risk to health. Attorney alleges that the patient had chronic abdominal pain, emotional injuries and was informed by doctor that a revision/removal surgery would significantly risk health and well-being.

Event description:
It is alleged by the patients attorney that on 9/26/2003 the patient underwent an incisional hernia. As reported, the patient's hernia was repaired with a bard/davol medium oval kugel patch, product code 0010105 (note: product code provided by attorney, 00110105 is not valid). It is alleged that on (B)(6) 2017, the patient presented to the doctor with complaints of severe pain. As reported, he was found to have mesh failure including migration and the patients doctors determined that, because of his existing health conditions, it would be too dangerous and risky to operate and remove the failed and potentially dangerous mesh. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with incisional hernia at right trocar site thereby underwent open repair with implant of kugel patch. Per operative notes, ¿the herniated preperitoneal fat was identified. The excess fat was removed. A pocket is then generated beneath the external oblique aponeurosis, a medium oval kugel patch is placed within the pocket and sutured.¿ (B)(6) 2015 - patient was diagnosed with morbid obesity thereby underwent gastrectomy sleeve laparoscopic surgery. 04-apr-2017 to 03-jul-2018 - patient frequently visited hospital for cholelithiasis, abdominal pain due to a previous ventral hernia repair and prostate skin cancer. Patient was diagnosed as medically fragile due to multiple medical conditions as such the hernia mesh removal surgery would be prohibitive and highly risk to health. Attorney alleges that the patient had chronic abdominal pain, emotional injuries and was informed by doctor that a revision/removal surgery would significantly risk health and well-being.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged, including the allegation of device migration. If additional information is obtained, a supplemental MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about several years post implant of kugel patch, patient was diagnosed with abdominal pain and considering the patient medical condition no additional surgical intervention was performed. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.